Event description:
It was reported that during an acoma aneurysm embolization case, the operator used a guidewire to position the subject microcatheter and deliver a stent. Resistance was encountered when attempting to deploy the stent at the distal end of the microcatheter (subject device), and it could not be deployed. The operator withdrew both the stent and the microcatheter (subject device) out, discovering that the distal mesh of the stent had punctured through the distal catheter shaft (subject device). After the stent punctured through the distal catheter shaft (subject device) the operator continued to push it and then the delivery wire separated from the stent and was pulled out then. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the concurrent stent struts was protruding from the catheter shaft. The stent strut had perforated the catheter shaft. The remainder of the catheter shaft was intact. During a functional inspection, the catheter could not be flushed as the sdw (stent delivery wire) was within the shaft. The sdw could not be advanced or retracted. The catheter shaft was cut in order to remove the stent. The stent was removed and was found to be deformed. The stent was found to be broken. The stent markers were present. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported during anterior communicating artery (acoma) aneurysm embolization case. The operator used 2m guidewire to bring the microcatheter to reach a2 distal and then delivered a stent. After it reached distal of the microcatheter resistance was encountered and the stent could not be deployed. The operator withdrew the stent and the microcatheter out and found distal mesh of the stent punctured through the distal catheter shaft. So replaced the microcatheter with another one to try. When using the same guidewire to bring the new microcatheter to the location, the operator felt bad manipulation and used a new guidewire to deliver the new microcatheter and deployed the stent successfully to finish the procedure. After the stent punctured through the distal catheter shaft, the operator continued to push it and then the delivery wire separated from the stent and was pulled out then. As a result the returned stent was separated stuck at tip of catheter shaft and the delivery wire was taken out. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Based on a review of all available information and the analysis of the returned device it is probable that the stent was advanced with force when friction was felt causing the struts to protrude though the catheter shaft. There may have been friction due to some procedural factors during use. The as reported/as analyzed 'catheter shaft has hole/perforation' as well as the as analyzed 'catheter shaft friction' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an acoma aneurysm embolization case, the operator used a guidewire to position the subject microcatheter and deliver a stent. Resistance was encountered when attempting to deploy the stent at the distal end of the microcatheter (subject device), and it could not be deployed. The operator withdrew both the stent and the microcatheter (subject device) out, discovering that the distal mesh of the stent had punctured through the distal catheter shaft (subject device). After the stent punctured through the distal catheter shaft (subject device) the operator continued to push it and then the delivery wire separated from the stent and was pulled out then. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.